Event description:
A customer reported experiencing a cartridge alarm during the load process, but it did not cause their blood glucose level to exceed 500 mg/dl. The customer struggled to complete the load procedure, prompting action from technical support. Ultimately, the customer was advised to use multiple daily injections for backup insulin therapy, and technical support decided to replace the pump. A replacement pump with updated software was sent to the customer, who was also instructed on the new steps to follow and advised on returning the problematic pump to tandem.